Event description:
It was reported that (1) 355ld was used during a lap nissen fundoplication procedure. It was reported by the rep that the 5mm trocar (355ld) shield does not retract during insertion. This happened on other cases but surgeon did not keep trocar. There were no complication for the pt but it does cause "tearing" on the peritinum.